Manufacturer narrative:
Per the biomedical engineer the power management (pm) board was replaced to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
The customer reported the ventilator alarmed with 35 volt failure. The customer reported the device was not in use on patient.